Manufacturer narrative:
Investigation summary: it was reported white substance foreign object on the injection needle. To aid in the investigation, three photos were provided for evaluation by or quality team. One photo shows a shelf box and a vial. The other two photos show a needle assembly with no plastic shield and an epoxy drip over on the needle. No other defects or imperfections were observed. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle. A device history record review was completed for provided material number 305106, lot number 9269808. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the cannulator was performed. Settings and product flow were found acceptable. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that white foreign matter was found on the needle 30x1/2 rb during the eylea injection. The following information was provided by the initial reporter: "per the reporter, on (B)(6) 2021, she prepared the eylea product for administration. As the physician was administering the eylea to the patient¿s eye (eye not specified), the injection needle went into the patient¿s eye slightly, but could not go in all the way into the eye because there was a foreign object on the injection needle. The reporter said the foreign object was preventing the injection needle from going further into the patient¿s eye. The physician noticed the foreign object on the injection needle, removed the injection needle from the patient¿s eye, and saw there was a white substance on the injection needle. The reporter described the white substance as, ¿it looked like it had glue on it.¿ the reporter said the white substance was on multiple locations on the injection needle. The reporter stated she did not notice the white substance on the injection needle while she prepared the medication because the technicians do not remove the injection needle cap during preparation. The reporter said the physicians remove the injection needle cap. Furthermore, the reporter said some of the eylea medication was administered to the patient; however, it was unknown how much medication was administered. The patient did not receive their dose from a new eylea kit. The reporter said the patient¿s appointment was rescheduled to this week to do a ¿re-check¿ since the physician did not know how much eylea medication was administered to the patient¿s eye." "The reporter could not recall if the eylea vial was upright or inverted during withdrawal when she prepared the medication for this particular event. She said she usually withdraws the medication with the vial inverted." "It was prepared a few minutes before administration. Prior to preparation, it was stored in the refrigerator. Prior to administration, it was in the procedure room." "Foreign matter was observed on the outside of the injection needle shaft."